Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A pre-analytical issue was a possible cause as the customer was not following the tube manufacturer's recommendations. The centrifugation time was only three minutes with a very high speed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The customer provided sodium results for an additional eight patient samples that were generated on (B)(6) 2014. The initial results were reported outside the laboratory. The customer stated that to her knowledge, there was no adverse event due to the original erroneous results. She was not aware of any change in treatment for any patient on the basis of the original results. Patient sample 3 initial result was 123 mmol/l and the repeat result was 137 mmol/l. Patient sample 4 initial result was 127 mmol/l and the repeat result was 139 mmol/l. Patient sample 5 initial result was 126 mmol/l and the repeat result was 139 mmol/l. Patient sample 6 initial result was 126 mmol/l and the repeat result was 138 mmol/l. Patient sample 7 initial result was 123 mmol/l and the repeat result was 141 mmol/l. Patient sample 8 initial result was 126 mmol/l and the repeat result was 138 mmol/l. Patient sample 9 initial result was 126 mmol/l and the repeat result was 142 mmol/l. Patient sample 10 initial result was 133 mmol/l and the repeat result was 144 mmol/l.

Event description:
The customer experienced sporadic issues with ion selective electrode (ise) calibrations and patient results since (B)(6) 2014. Sodium data was provided for two patient samples that were tested on (B)(6) 2014. Patient sample 1 initial result was 120 mmol/l with a data flag. The repeat result was 128 mmol/l. Patient sample 2 was from a female patient born on (B)(6). The initial result was 120 mmol/l with a data flag. The repeat result was 130 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct. There was no change to the treatment of either patient based on the initial result. Neither patient was adversely affected. The sodium electrode lot number and expiration date were requested, but were not provided. The field service representative found the mix setting for the ise tower was misadjusted. He set the mix and dry per labeling and ran successful performance testing to ensure proper pipetting of analyzer. As a precautionary measure, he changed the ise module tubing. The customer ran successful calibration and qc with results within range.